Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 330 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis. The patient was advised to call when alarm occur in order to troubleshoot. The customer was advised that we will sent replacement for infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.